Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal unknown, physioneal 40 unknown, and nutrineal unknown therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal 40, and nutrineal was not reported. On (B)(6) 2010, the subject experienced peritonitis bacterial. Treatment for the event was not reported. The primary contributing factor to the event was unknown. The subject recovered (unreported date). (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.